Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from right/left and up/down angulation control knob, distal end, air/watter channel, and biopsy channel. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects was found in the jet tube (j-tube) and the adhesive on bending section cover (a-rubber). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water leakage due to the damage on right/left (r/l) and up/down (u/d) knobs, a dent on distal end, and a damage on channel tube (ch-tube) and air/water (a/w) tube. The electrical safety test shows the insulation resistance failed due to the burn on plastic distal end cover (c-cover). Additional malfunctions were found during device evaluation that are non-reportable are as follows: due to damage on u/d knob, r/l knob, aw-tube, ch-tube, and a dent on the distal end water tightness was lost. Due to burn on c-cover, the insulation resistance value at distal end did not meet the standard value, aw-cylinder and suction cylinder (s-cylinder) had no color, the grip had a scratch, objective lens and light guide (lg) lens had a chip, and the connecting tube had a buckling. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.